Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
The customer alleged that her pump was not delivering properly. Customer attributes recent high blood glucose to a delivery issue with the pump. No adverse event alleged. A request was made for the return of the device.